Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. A DHR review was not required as the reported event was unconfirmed. The labeling/packaging review was not required as the reported event was unconfirmed. UDI related data quality updates only the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an accident that occurred on the neonatology intensive care unit on wednesday. During hypothermia therapy with the arctic sun 5000 equipment . During first phase the equipment should cool the patient but was heating, there was an information about low water level (but the water was refill in about week before). The therapy was stopped and finished with other equipment. The patient was not hurt. Per follow up information received via email on 12feb2024, the arctic sun serial# (B)(6) machine was already in asslar in the crs service center, it is being repaired.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. A DHR review was not required as the reported event was unconfirmed. The labeling/packaging review was not required as the reported event was unconfirmed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an accident that occurred on the neonatology intensive care unit on wednesday. During hypothermia therapy with the arctic sun 5000 equipment . During first phase the equipment should cool the patient but was heating , there was an information about low water level (but the water was refill in about week before). The therapy was stopped and finished with other equipment. The patient was not hurt. Per follow up information received via email on (B)(6) 2024, the arctic sun serial# (B)(6) machine in the service center was being repaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was an accident that occurred on the neonatology intensive care unit on wednesday. During hypothermia therapy with the arctic sun 5000 equipment . During first phase the equipment should cool the patient but was heating, there was an information about low water level (but the water was refill in about week before). The therapy was stopped and finished with other equipment. The patient was not hurt.